Manufacturer narrative:
The unit was inspected on (B)(6) 2011 by (B)(4), distributor of unit, prior to return to covidien-(B)(4). Covidien-(B)(4) tested the n-560 and the doc-10. Testing conducted by both covidien and the distributor concluded the alarm worked as expected. The doc-10 functioned as expected. Using the hyperterminal trend data download the data status indicated an spo2 alarm condition was generated. No sensor was received. Covidien has made multiple attempts to get additional event information, however, has been unable to obtained further details of the event.

Event description:
Customer states: during use of the n-560 on a patient, the patient's family reported no alarm when spo2 or pulse reading read between 30 and 40 saturation. The patient: (B)(6).